Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that atrial lead exhibited under sensing. The atrial lead was explanted and replaced with new lead as a result. Patient condition was stable.